Event description:
It was reported that the patient presented to a generator change procedure. Prior to the procedure, the right ventricular lead exhibited high capture threshold and high pacing impedance. No intervention was performed. The patient will further be monitored. The patient condition was stable.